Event description:
The customer reported that they received a tracheostomy tube marked as a 6cfs on the box label. Shortly after the tube was inserted into a patient, it was discovered that the tube inside the box was actually a 6cfn. The tube was removed and a 6cfs was inserted. There was no harm reported to the patient. The sample is being returned for investigation.